Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced controller failure (red alarm) that was resolved by replacing the aic. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: aic logs revealed that while the user was viewing the placement screen the console had unexpectedly rebooted while powered by ac. As the console booted back up, the impellatronic had to be reinitialized, and therefore, the pump was not running for roughly one minute. Once the console booted back up, the previous p-level was resumed as designed. Device analysis. The console was tested thoroughly on an engineering lab bench. The unexpected controller reboot was not reproduced. The epc supply from pbm was stable on both ac and battery power during a long-duration test (no interruptions). There were no intermittent electrical connections throughout the console that would result in an unexpected reboot. The root cause of the unexpected reboot could not be determined due to the inability to reproduce. Before sending this console back to the customer, field service was instructed replaced the 4-in-1 (0042-1016/17) and compact flash (2025-0019) as a precaution. This report is being filed as part of a retrospective review of historical records.